Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9070565. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm 10 bag 500 has been found experiencing two occurrences of molding defects during use. The following has been provided by the initial reporter: it was reported bent barrel. Verbatim: issue: consumer reported bent barrel. Sample available. She uses the 31 g, 1/2 ml 5/16. 8mm incident date: (B)(6) 2019. Occurence- 2 lot# 9070565 item# 328509.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm 10 bag 500 has been found experiencing two occurrences of molding defects during use. The following has been provided by the initial reporter: it was reported bent barrel. Verbatim: issue: consumer reported bent barrel. Sample available. She uses the 31 g, 1/2 ml 5/16. 8mm. Incident date: (B)(6) 2019, occurence: 2, lot#: 9070565, item#: 328509.